Event description:
Female at full term gestation presented with contractions getting stronger since midnight. Patient tubing on IV set appeared to have broken right above y connection. Nurse able to clamp it off and call for help and change out the IV.